Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "we noticed that the central catheter guide didn't slide into the needle and it curves at the output. So, there is a high risk that the guide breaks inside the patient.